Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 10 pm. She reported managing her diabetes with a combination of glyburide (70u) and lantus (70u) and due to the alleged issue on (B)(6), 2011, at 2 am, she decreased her dose of medication. It is unknown the exact amount administered. The patient claimed 4-5 hours later, after the alleged issue began she felt "sweaty". Reportedly on (B)(6) 2011, at 2 am, in response to her symptoms she self treated by taking an additional 50u of lantus. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the meter battery needed to be replaced but the patient did not have a new battery available and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.